Event description:
The user facility reported the skull clamp slipped and as a result the patient sustained a scalp laceration. Additional information was requested from the user facility but to date no response is received.